Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump alarmed no delivery. Customer stated that the blood glucose is high. Insulin pump alarms no delivery during the prime and bolus delivery. The current blood glucose reading is 363 mg/dl. Customer has treated with the insulin pump. Customer went to hospital. The infusion sets did not work properly. Nothing further reported.